Manufacturer narrative:
Manufacturer ref no: (B)(4). Baxter received and evaluated the device in question. Further testing was unable to reproduce the undetected occlusion. The device was re-calibrated to ensure continued accurate occlusion detection.

Event description:
During baxters device evaluation, it was discovered that the device did not detect an upstream occlusion. There was no patient involvement.